Manufacturer narrative:
(B)(4).

Event description:
The customer reported an ongoing issue involving a white dot artifact. This artifact could lead to potential misinterpretation and additional procedures. There was no report of death, serious injury, or misinterpretation.